Event description:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the ECG cable is worn. There was reportedly no patient involvement. A philips field service engineer evaluated the device onsite and determined the accessory was in need of replacement. The 5 lead ECG trunk cable was replaced to resolve the issue. The device remains at the customer site. No further action is warranted at this time.